Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (10mg/ml at 8.793mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient went in to have the pump refilled on the date of this report and noted it was still half full and was not supposed to be. There were 11 ccs left over and the expected volume was not known. The patient was to go back to their healthcare provider (hcp) on (B)(6) 2015 to do a refill since the patient still had medication in the pump. They didn¿t perform a refill on the date of the report as they wanted the patient to return on (B)(6) 2015. It was noted the patient had to wait another 7-10 days because there was too much medicine in the pump based on what the personal therapy manager (ptm) stated. The patient noted this had happened for last month ((B)(6) 2015) and this month. The hcp didn¿t tell the patient for certain the reason for the additional medication. The patient noted the reason might be because they scheduled the patient for an earlier appointment. The patient¿s concentration would be changed at his next appointment. The patient later noted the volume from the telemetry printout was 11.3ml. The patient¿s ptm and the telemetry printout showed the patient was due for a refill with max activations on (B)(6) 2015. No patient symptoms were reported. Follow-up was being conducted to obtain troubleshooting performed, actions/interventions taken to resolve the volume discrepancies, and cause of the volume discrepancies. If additional information is received, a follow-up report will be sent.